Event description:
The reporter indicated the surgeon used a ks-1 aq2017v 24.5d - preloaded injection system. When handling screw plunger, the lens rotated and became blocked. Both loop haptics were irregular. No patient contact. Felt abnormal resistance when advancing and found the lens figure abnormal at the confirm position. Cause of incident is unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4). Product was not returned.